Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please also see additional information added in d9, e1 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was sent to olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. During a microbiological test at the institute for hygiene and environment in hamburg no germs have been found on this instrument. All channels have been checked without finding any germs. The hmi results reported the endoscope device channel (all channels) found no detection of microorganism. The examination revealed test results passed in accordance with ¿rki-bfarm- guideline. The device was returned to olympus service business for evaluation. The device inspection and evaluation findings noted below: device inspection found the adhesive on a-rubber has wear. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Universal cord has buckling. Electrical safety test of endoscope passed specifications. Below are information on customers cds checklist: aer/ewd reprocessor: tested. Model name of reprocessor: mini etd 2. Detergent name: olympus. Disinfectant name: olympus. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel, auxiliary water channel, balloon channel , forceps elevator wire channel. Detergent used : extrazym plus lh. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port. Brush model: olympus bw412t. Manual disinfection : not performed. Scope sterilized per procedure using standard endodis. Stelization method use- a hydrogen peroxide (h2o2). Sterilization equipment model: mini etd 2 matr 18943345 scope storage: olympus edc plus, drying cabinet. Vertically placed. Scope maintenance: by olympus. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported ," customer tested different devices at their facility and three ( 3 ) of them tested positive". Device tested positive to microbiological tests. The device tested positive for enterobacter on (B)(6) 2022 . Report stated swab was taken at valves. The event occurred during a routine culture test of the device. The customer did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This event includes 3 reports: report with patient identifier (B)(6) (cf-h185l, serial number: (B)(4). Report with patient identifier (B)(6) (cf-h185l , serial number : (B)(4). Report with patient identifier (B)(6) (gif-h185, serial number: 2612105 ) . This report is for report with patient identifier (B)(6) (gif-h185, serial number: (B)(4).